Event description:
Ptca procedure, the maverick otw balloon ruptured at 10 atm's. The number of inflations performed is unk. The lesion being treated was a calcified, 95% stenotic lesion in the lad. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A zeon introducer sheath, a heart guide wire, and a heartrail guide catheter were also used in this procedure. No pt injuries or complications were reported.